Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some staples on the edge of the staple line were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.